Event description:
It was reported that the patient had mild, not serious urinary difficulties, one day following pump replacement. It was later noted that the patient had urinary retention. Reprogramming occurred on (B)(6) 2015 to decrease the patient¿s daily dose by 25%. It was noted that the patient resolved without sequelae on (B)(6) 2015 and that the relatedness was ¿not related.¿ the type of medication being delivered via the device system was morphine and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient's serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.